Event description:
Customer reports it was noted the b ram had moved forward and saline was pooled on the floor. Customer states the injector had not been set up in any manner or protocol or powerhead buttons pressed. No patient involved.

Manufacturer narrative:
Field service engineer verified proper injector operation according to optistar elite service manual 814807. System returned to full service by the customer.